Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade I, and "silicone perspiration".

Event description:
Patient reported silicone perspiration on the right-side, and a capsular contracture baker grade I, pain, "silicone perspiration" . Patient feels pain in the breast after removal of the device. The device has been explanted.